Event description:
The sales representative reported on behalf of the customer that the device trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during an unknown procedure on 5mar24 when it was reported, ¿the rip-stop nylon has been ripping and the bags have been breaking.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information from the reporter stated, ¿bags tore/failed at the bottom of the specimen bag at the seam. Both times this occurred the surgeon was pulling on the top half of the bag (which had already been pulled external to the patient cavity) with the bottom seam of the bag tearing while the surgeon was pulling the last half of the bag which contained the specimen through the fascia. Surgical team had to retrieve a secondary bag to deploy and retrieve the contents of the first specimen bag. A delay of approximately 15 minutes per incident.¿. The reporter stated that the incision was extended to retrieve the specimens; however, there was no report of fragmentation or specimen contamination. The reporter also stated that they are not aware of any impact to the patient outcomes. This report is being raised due to the reported injury of incision extension to retrieve specimen.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year lot history review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 38 devices, for this device family and failure mode. During this same time frame 712,315 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00005. Per the instructions for use, the user is advised to not use the anchor tissue retrieval system if resistance is met upon deployment. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the device trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during an unknown procedure on 5mar24 when it was reported, ¿the rip-stop nylon has been ripping and the bags have been breaking.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment information from the reporter stated, ¿bags tore/failed at the bottom of the specimen bag at the seam. Both times this occurred the surgeon was pulling on the top half of the bag (which had already been pulled external to the patient cavity) with the bottom seam of the bag tearing while the surgeon was pulling the last half of the bag which contained the specimen through the fascia. Surgical team had to retrieve a secondary bag to deploy and retrieve the contents of the first specimen bag. A delay of approximately 15 minutes per incident.¿. The reporter stated that the incision was extended to retrieve the specimens; however, there was no report of fragmentation or specimen contamination. The reporter also stated that they are not aware of any impact to the patient outcomes. This report is being raised due to the reported injury of incision extension to retrieve specimen.